Event description:
It was reported that the pump battery gauge was incorrectly displayed, resulting in the pump shutting down. The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. A correction bolus was delivered to treat the bg. The reported issue was unable to be confirmed.